Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. Troubleshooting revealed there was no damage to the battery cap or the battery compartment, and there was no moisture or corrosion seen in the battery compartment. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/042013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation. Power on resets observed in the black box. The returned battery cap and the battery compartment have no damage. No issues when attaching the returned battery cap to the pump; the yellow o ring is not visible. No battery cap connection defects were observed during a battery cap function test, the width and height of the cap are within specification. Unrelated to this complaint, the display screen was pinkish and faded; when replaced with test screen, the display returned to normal contrast, no signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.